Event description:
It was reported that the broviac was inserted 2 months ago on (B)(6). The nurse went to the pt and found that the catheter was torn in the exit site, under the bandage , and in two pieces. They had to take out the other piece which was still inside, and replaced it with a new broviac.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.